Event description:
The technician reported an infusion pump with an 808:05 failure code. Information was requested by baxter whether or not the incident occurred during patient use or during biomed testing, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no report of any patient incident involving this pump since the last baxter service event.